Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specification as per service installation record. Review of the collected data by an internal subject matter expert resulted in the following statement, unfortunately, from the information available as part of the data collection, no off axis lens insertion could be confirmed using the guidance display provided by system. However, from the available information, we were able to confirm that the selected microscope orientation was suboptimal, and this affected the registration angle. A registration angle of thirty-five degrees in one surgery start and forty degrees in the other was confirmed. This value is outside the working range of the system. This potentially could have caused the off-axis guidance display and misalignment, but sufficient information was not provided to confirm this. No complaint related product is expected to be returned for investigation. The root cause cannot be identified conclusively, based on provided information. The manufacturer internal reference number (B)(4).

Manufacturer narrative:
Correction information provided in d.2.b the correct procode was updated. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the system with incorrect of authentication during intraocular lens implantation in the left eye of a patient. There was some rotation of the axis post operatively but the patient's vision is good, there was no reoperation is planned and the condition will be monitored.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).